Event description:
A report was received that during a trial lead pull, the physician noticed that the patient had an infection at the lead incision site. The patient was prescribed oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for further evaluations.